Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-13589 and 2017865-2022-13590. It was reported that the patient presented with fever and bacteremia during follow-up in clinic. There was no known allegation from a healthcare professional that suggests the infection was related to the pacing system or system-related procedure. The physician explanted the system ¿ implantable cardioverter defibrillator, right ventricular lead and right atrial lead. The patient was in stable condition.